Event description:
It was reported to philips that the device does not read ECG during pacing. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Dfm100 assy processor s/n: (B)(6) is returned for failure analysis. The problem "defibrillator does not read ECG during pacing" was not verified in lab testing. The pca passed all tests, and no failure found. The reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined.